Manufacturer narrative:
The carefusion service technician was able to verify the reported problem. The pigtail cable had broken off from the pigtail elbow connector. Further visual inspection revealed that the power flex circuit lemo connector, jp4 pin# 2, was burned. The pigtail was replaced to correct the reported problem. The power flex circuit was replaced to correct the problem that was found during service.

Event description:
It was reported by the customer that the ventilator's pigtail adapter was damaged with exposed wires. During service, the carefusion service tech found the power flex circuit lemo connector was damaged.